Event description:
Nurse reports pt experienced post-op endophthalmitis and a black thread was observed to come out of the product during injection. Add'l info: surgeon reports pt developed endophthalmitis approx 48 hours post-op surgery in which product was used. He reports that during product injection a black thread was observed to come out of the product. This was removed from the pt's eye uneventfully. The pt reported eye pain at 48 hours post-op and the following day a vitrectomy was performed with injection of antibiotics. A vitreous tap cultured serratia marcescens. Surgeon reports the pt is not doing well.